Event description:
It was reported that prior to a video laparoscopic cholecystectomy procedure, the scrub nurse tried firing this clip applier outside the sterile field, on the back table, and the device ejected open clips. The clips failed to remain between the jaws. Another clip applier was opened and used to carry out the case. There were no adverse patient consequences. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected six clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.